Manufacturer narrative:
The IFU lists pericardial effusion as a potential adverse event for the device. Device was discarded at the time of the procedure and was not retrievable for investigation. All artisan extend catheters are tested for performance prior to release. The artisan extend catheter does not provide energy for ablation. Based on the physician's statement that he had to realigned the catheter multiple times and that the device may have caused or contributed to the event, hansen medical is reporting this case. Device not returned to manufacturer.

Event description:
It was reported that during af procedure, the anaesthetist noticed the patient's blood pressure dropped and an effusion was confirmed on echo. Pericardiocentesis was performed and 300 ml of blood was drained. The procedure was stopped. The physician reported that the catheter was not moving correctly as it did not feel the way if felt in the past. This required several realignments, but the physician feels it was nonspecific. The patient recovered and doing well.